Event description:
Subsequent to the initially filed report, the following information was received: returned device analysis identified a tear in the distal tip. No additional information was provided.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed since the part and lot number were not reported and the device was not returned for analysis. Factors that may contribute to the difficulty to advance/position or difficulty to remove the guide wire and cause resistance between the devices may include, but not limited to, manufacturing, device placement technique, guiding catheter support, patient anatomical morphology, inner diameter of guide wire lumen or delivery device, outer diameter of the guide wire, condition of the guide wire, condition of the balloon catheter, insufficient preparation/flushing of device, coagulation of blood or procedural contaminates. The investigation was unable to determine a conclusive cause for the reported difficulty to advance, difficulty to remove and guide wire peeling. In this case, based on the returned analysis of the armada balloon catheter, it appears that the guide wire and balloon catheter were used in the procedure as blood was visible in the wire lumen and balloon of the balloon catheter. It possible that during the procedure resistance was felt between the devices. Manipulation and/or inadvertent mishandling against resistance possibly caused damage to the balloon catheter, polymer coating and the difficulty to remove ultimately resulting in the reported polymer peeling and/or slicing in the guide wire lumen of the balloon catheter; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The UDI is unknown as the part and lot numbers were not provided.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the anterior tibial artery. During advancement of an unspecified command es guide wire thru the lumen of a 2x20mm armada 14 percutaneous transluminal angioplasty (pta) catheter peeling was noticed on the guide wire, which then became stuck, so the devices were removed together. An unspecified armada xt balloon and command es guide wire were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.